Event description:
On (B)(6) 2016 the 1104b camino bolt was in use on a patient and the cuff was not gripping the catheter or the introducer. There was no patient injury or death alleged. The incident caused a 20 minute delay in the patient's treatment.

Manufacturer narrative:
Integra has completed their internal investigation on 12/16/2016. -DHR -trend analysis -failure analysis lot 111e00082048, 111e00227069, 111e00268523, 111erx334565, 305e00330010 and 305ery330602 met requirements before released to finished goods. Complaint history, model 110-4xxx, from dec-2015 through nov-2016 reviewed; there was no other complaint that issued with (B)(4). The customer returned only the introducer assembly. The customer complaint was verified; the icp bolt could not grip the catheter due to missing collet. Conclusion: the reported customer complaint that the catheter could not be secured within the bolt was confirmed. The returned 110-4b bolt introducer assembly came with the collet component removed from the rest of the assembly. The root cause of the reported complaint can be attributed to user error. The dfu included with each camino catheter monitoring kit explicitly states, ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do so may result in an inability to secure the catheter¿. In this case, the user most likely caused the collet to fall out of the bolt introducer assembly when loosening the bolt.